Manufacturer narrative:
It was reported that on (B)(6), the customer informed the distributor that the AED would not power on, the battery expired earlier than the expiration date of march 2027. On may 30th, the distributor received the AED from customer and found that battery was empty (depleted), the unit could not be powered on. The distributor inserted another battery, and the unit powered on and displayed a service code warning for 'battery voltage (mv)' which may indicate cycles of incomplete self-tests due to a depleting battery. A manual self-test was run, the service code warning was cleared, and the device functioned as designed. The device is ok to remain in service with the new battery pack. The software was upgraded, and the log history file was downloaded. The distributor was advised to remove the battery from service due to depletion; it will not be returned to the manufacturer for further analysis. The most likely cause of this event is the customer's failure to promptly address red asi warnings which reduced battery life expectancy. No additional information is available at this time to further investigate this event. The IFU states: the IFU states: improper maintenance can cause the ddu series aeds not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported that their customer reported that the unit could not be turned on. The reported event did not occur during patient use.